Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Swan-ganz bipolar pacing catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that right ventricular perforation occurred during use with a swan-ganz bipolar pacing catheter. It is unknown if the event occurred during the insertion procedure or while the catheter was placed in patient body. The severity and the detail of this event are unknown. Patient demographic information requested but unavailable.

Manufacturer narrative:
Additional information was received regarding this case. The catheter was used for temporary pacing. The valve used for tavi procedure was an edwards device. The chronology was as follows; on (B)(6) 2020 tavi procedure was performed. On (B)(6) 2020 the temporary pace maker (tpm) was used for complete atrioventricular block (cavb). On (B)(6) 2020 right ventricular perforation was suspected from radiograph. The chest was opened and the tpm was removed. On (B)(6) 2020 the patient was discharged from the hospital. The customer commented that the cardiac muscle of right ventricular was perforated by the tpm. The patient originally had aortic valve stenosis. Patient demographic information was obtained. The severity is serious since the event resulted in extension of hospitalization for medical treatment and had a risk to result in death and other harms. The patient condition is well. The causality between the device and the event was reported as unknown. The lot number was obtained and a device history record review was completed and documented that device met all specifications upon distribution.